Event description:
Additional information was received that the patient started experiencing the shocking sensation again a week after the generator replacement surgery. The patient¿s neurologist confirmed that the patient continues to experience minor discomfort (electrical shocks that occur independently of stimulation) at the generator site even after generator replacement. Patient is believed to be implanted with a model 103 and the device diagnostics performed on (B)(4) 2015 were reported to be within normal limits. Patient experiences discomfort with settings above 0.75ma but was found to have reached optimal therapy at 1.25 ma. The physician had reduced to the pulse width from 500 to 250usec on (B)(6) 2015. It was also reported that the patient¿s device was temporarily disabled prior to the generator replacement and that the patient did not experience pain with the device off. However, the patient experienced seizures due to loss of therapy and the device was turned on again.

Event description:
Patient¿s ap & lateral chest x-rays were requested to be reviewed for an unknown reason. Further follow up shoed that the patient experienced electrical sensations at the generator site. This sensation was reported to be occurring with vns stimulation and it disappeared when the magnet was taped over the generator to disable the vns stimulation. Review of the x-rays showed that the generator appears normally placed on the left chest. No sharp angles are noted. No gross fractures or discontinuities were observed in the lead portion that was visible. Additional information was received stating that the patient began experiencing the electrical sensation in the chest about a month ago. The patient underwent generator replacement and repositioning surgery on (B)(6) 2015. The explanted generator has not been received by the manufacturer to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.